Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There were no reported abnormal altitude conditions preceding the alarm. Additionally, the battery gauge was observed to be depleting rapidly; subsequently the pump shutdown. The customer's blood glucose was reportedly high and was treated via manual injection. Additionally, the customer reported being hospitalized due to elevated bg in the 600 mg/dl range; however, declined to provide additional information regarding the hospitalization. Reportedly, the altitude alarm cleared after the customer loaded a new cartridge and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. However, no failure was identified related to the altitude alarm issue.